Manufacturer narrative:
The reported event could be confirmed only on the x-rays provided. However, more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Customer reported that: "break axsos strands, 2 yesterday on the same patient. Ref (B)(4). This is the fourth time it's happened to me. The wick then remains in the patient's bone."

Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
Customer reported that: "break axsos strands, 2 yesterday on the same patient. Ref 705025 and 705031. This is the fourth time it's happened to me. The wick then remains in the patient's bone."